Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a call service (cs 064) alarm issue. The reporter stated the prime steps could not be completed with new tubing without repeated cs 064 alarms and that clicking and rattling sounds were heard during the prime steps. The reporter denied trauma and magnetic exposure to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1, date of submission 01/30/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: call service alarms were observed in the pump history. The force at the time of the alarms was observed to be high. The pump rewind, load cartridge, and prime steps were performed successfully with no alarms during testing. The pump was exercised for 24 hours with no alarms occurring.